Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated cancer antigen 27.29 (br 27.29) results were obtained on two patient samples on an atellica im 1600 analyzer. Quality control (qc) was within range prior to running these samples. The customer reran qc after the erroneous results were obtained, and the qc recovered outside of the acceptable range. The customer recalibrated with a fresh reagent pack and fresh calibrators and ran fresh qc. Siemens remotely reviewed hardware error logs, qc and calibration data, and observed aspiration errors with the sample probe. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse aligned the sample probe, tensioned the belt, adjusted the tip loader, replaced and primed acid pump, adjusted vacuum pressure, decontaminated acid and base lines, and ran full auto check, which passed. The customer rebooted the central computer (pcc) and reran auto check and qc, which recovered acceptably. The cause of the falsely elevated br 27.29 results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely elevated cancer antigen 27.29 (br 27.29) results were obtained on two patient samples on an atellica im 1600 analyzer. The initial results were reported to the physician(s). The customer ran quality control (qc) after the erroneous results were obtained and the qc recovered outside of the acceptable range. The customer recalibrated and repeated the qc, which recovered acceptably. After the qc recovered acceptably, the samples were repeated on the original analyzer. The repeat results recovered lower than the initial results. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated br 27.29 results.